Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed there was oversensing with ventricular non-sustained tachycardia equal to 140 ms between (B)(6) 2012.

Event description:
It was reported the right ventricular (rv) lead had a noisy electrogram and there was non-sustained tachycardia episodes recorded with the sensing integrity counts. The rv lead remains in use. No patient complications have been reported as a result of this event.